Event description:
Reportedly, the jaw disengaged from the instrument and fell into the patient cavity. The jaw could not be found with x-ray photography. Therefore, the procedure was converted to an open procedure to retrieve the jaw and complete the case. Procedure: gynecological, patient status: no patient injury reported.